Event description:
The pt experienced two brief episodes of ventricular tachycardia and the system did not alarm. The first episode lasted approximately 11 seconds. The second episode lasted approximately 17 seconds.

Manufacturer narrative:
The device is a centralized pt monitoring system with cardiac arrhythmia analysis software. The purpose of the arrhythmia analysis software is to analyze pt cardiac ECG waveform morphologies in real time and indicate and alarm for various cardiac conditions including potentially life threatening arrhythmias such as ventricular tachycardia (vtach). The actual device was not returned by the user facility as it is an installed system. However, the pt wave form snapshot printouts from the event were faxed to welch allyn for analysis. The waveform data are sufficient to confirm the customer's claim that the system failed to recognize an actual vtach event. We indicated conclusion code 58, software/firmware caused event, in block h6, because a limitation in the arrhythmia analysis software in relation to this pt's specific ECG morphology caused the missed vtach event. There was no pt harm or missed opportunity for timely therapy that resulted from this event. On 11/09/2006, the subject pt had an 11 second high amplitude vtach episode from 21:26:31 to 21:26:42. Nineteen seconds later, there was a second high amplitude vtach episode, this one for 17 seconds, occurred from 21:28:01 to 21:28:18. The arrhythmia analysis software found that all the ventricular beats in the first vtach episode more closely resembled noise. As a result, the vtach episode was not indicated. During the second episode, only a few of the beats were labeled as ventricular. This occurred when the amplitude of the waveform briefly came down, again, because the analysis software found that the beats more closely resembled noise. The arrhythmia analysis software can sometimes have difficulty in distinguishing high amplitude vtach waveforms from noise. It is our conclusion that the system would have recognized the vtach event if the waveform amplitude had been closer to the normal range.